Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and decreased sensing. The lead was successfully repositioned. The patient was in good condition before and after the procedure.